Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer treated with the pump. The customer treated with a manual injection. The customer stated that they received a no delivery and then motor error alarm about an hour before the call. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were no motor position encoder errors in the alarm history. The customer was assisted with the displacement and self-tests. The customer stated that the tests passed. The customer was advised to monitor the pump.